Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected inflow cannula thrombus could not be confirmed through this evaluation as no photographs/scans were provided and the device remains in use; however, the submitted log files captured low flow alarms which could be correlated to the suspected thrombus. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. This log file captured 3 low flow controller fault flags on (B)(6) 2020, when calculated flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. Of these faults, one persisted for at least 10 seconds to trigger a low flow hazard alarm at 01:51:28. No trend in pump power or calculated flow was observed. No other atypical alarms or events were captured in the submitted log files. The actual speed remained at or above the low speed limit for the duration of the submitted log files and the device appeared to function as intended. The heartmate 3 lvas IFU lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had an echocardiogram (echo) that showed mobile thrombi suspected within the inflow cannula. This did not appear to affect flow velocity. There was plan to admit the patient. During log file analysis, low flows with high pi readings were observed. The patients labs prior to admission on (B)(6) 2020, inr had been a therapeutic range, with a low of 2.56 on (B)(6) 2020 and as high as 3.4 on (B)(6) 2019. No other contributing factors noted. Echo was done on (B)(6) 2019 that showed no evidence of thrombus. The patient¿s speed was decreased from 5500 rpm to 5400 rpm on (B)(6) 2020. Data capture was changed to every 30 minutes while patient was admitted for better capture of hm3 parameter trends. A transthoracic echocardiogram (tte) was performed on (B)(6) 2020 with suspected mobile thrombi seen on the lvad inflow cannula and no abnormalities in the lvad parameters. A CT of the brain on (B)(6) 2020 did not show evidence of an acute event. Another tte was performed on (B)(6) 2020 with no evidence of thrombi present though the views were different from the initial tte obtained. The patient did not have any symptoms to report. The patient was placed on a heparin drip on (B)(6) 2020 and the patient was discharged from hospital on (B)(6) 2020. Aspirin was increased to 325 mg daily from 81 mg. Lovenox 70 mg was given twice a day. A repeat heparin anti-xa test was performed on (B)(6) 2020 to have close management of therapeutic levels to prevent thrombus. The plan of care was to have the patient continue to follow up with the heart failure team. The patient was placed on the heart transplant list as status 3 on (B)(6) 2020.